Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that following an attempt at cardiopulmonary resuscitation (CPR), the left ventricular lead dislodged into the main coronary sinus. The lead was extracted and replaced. There were no complaints on the defibrillator which was replaced during the lead extraction. No further information was available. The patient was stable and recovering.